Event description:
It was reported "the balloon was non-functional as soon as the equipment was set up for a high-risk angioplasty. The overpressure alarm went off, followed by a helium leak. This required the balloon to be removed from patient. As the doctor had been made aware of this risk by the teleflex's safety notice, he decided to remove the dysfunctional balloon before starting the angioplasty. The patient died 2 days after the procedure. The link between the incident and the death has not formally been established". Additional information was requested from the customer. The customer was asked; "was the procedure completed or abandoned/cancelled due to the issue with the catheter?". The customer responded, "the procedure has been completed". The customer was also asked, "if no, was the procedure completed after the placement of a second catheter?". The customer responded, "no, they didn't insert a second catheter after al1".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iabc bladder. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 70cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "lcs". The customer photos were re-viewed. The photos show an iab pump display with a possible helium loss alarm. The bladder thick-ness was measured at six points with measurements ranging from 0.0061in-0.0065in and was within specification of process document. E one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp without difficulty. The cal key was disconnected and reconnected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 5cm from the iabc distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.3cm from the iabc luer. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab helium loss alarm is confirmed based on the submitted photo; however, the returned iab catheter passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the balloon was non-functional as soon as the equipment was set up for a high-risk angioplasty. The overpressure alarm went off, followed by a helium leak. This required the balloon to be removed from patient. As the doctor had been made aware of this risk by the teleflex's safety notice, he decided to remove the dysfunctional balloon before starting the angioplasty. The patient died 2 days after the procedure. The link between the incident and the death has not formally been established". Additional information was requested from the customer. The customer was asked; "was the procedure completed or abandoned/cancelled due to the issue with the catheter?". The customer responded, "the procedure has been completed". The customer was also asked, "if no, was the procedure completed after the placement of a second catheter?". The customer responded, "no, they didn't insert a second catheter after al 1".

Manufacturer narrative:
(B)(4).